Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/30/2020. H3 evaluation: one empty folder and one used proceed ventral patch mesh was returned for analysis. During visual inspection of the used sample, degradation process has begun on the top assembly and proceed bottom; also, the fractured ring was observed. Body fluids and one partially detached strap could also be observed in the mesh sample. The manufacturing records could not be reviewed as the batch number is unknown. Due to the sample condition, the complaint could not be investigated further.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the mesh tore during implant procedure. It was reported that the device tore while pulling up on the two sutures. It was also reported that the surgery was delayed 15 minutes. Another like device was used to successfully complete the procedure. There were no adverse patient consequences reported.